Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether the dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. Treatment for the event was not reported. Follow-up information ((B)(6) 2012): further information was provided by a nurse to global pharmacoviglance. On (B)(6) 2011, the pd therapy was stopped and the patient was started on hemodialysis. The patient was restarted on pd therapy from (B)(6) 2012. On (B)(6) 2012, dianeal and extraneal therapies were stopped. On (B)(6) 2012, the pd catheter was removed, a permacath catheter was placed in the chest and hemodialysis therapy was started. On an unreported date, the patient did not follow aseptic technique which caused peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for the event. This event was previously reported under report 1416980-2012-05886. Treatment rendered was unknown. On (B)(6) 2011, the patient was discharged from the hospital to a nursing home. The patient continued hemodialysis therapy at the nursing home. On (B)(6) 2012, the patient was discharged from the nursing home and continued on hemodialysis therapy. On (B)(6) 2012, the patient experienced reoccurring peritonitis and was hospitalized for the event. On (B)(6) 2012, the patient started treatment with vancomycin for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was not retrained on performing pd therapy because of the early dementia manifested by confusion. Treatment for dementia was not reported. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.